Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 23mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a small flexnav delivery system. The annulus was measured with a perimeter of 63.4mm and area of 310.4mm^2. During the procedure, the valve was loaded as per IFU and was inserted into the patient and navigated around the aortic arch with no issues. It was observed that there was sufficient calcium to allow seating. At 80% deployment, the starting implant depth was measured at 4mm from the non-coronary cusp (ncc). It was noted that the depth was acceptable, but a moderate perivalvular leak (pvl) was present due to the patient's heavily calcified annulus. The device was implanted. A post-balloon aortic valvuloplasty (bav) was conducted with a 18mm non-abbott balloon. Following post-dilatation, the patient went into heart block. The pvl improved to mild. Temporary pacing was maintained in the patient, and a permanent pacemaker was implanted the following day. The user believed the heart block was caused by the constricted small left ventricle. The patient status was stable.

Manufacturer narrative:
An event of moderate perivalvular leak lead to heart block was reported. A returned device assessment could not be performed as the device remained implanted was not returned for analysis. Information from the field indicated that the valve was implanted at a depth of 4 mm, which was optimal 0-5 mm depth. It was also believed the heart block was caused by the constricted small left ventricle. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.